Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while the getinge field service engineer (gfse) was repairing the cardiosave intra-aortic balloon pump (iabp), the new compressor failed with error code 77 - enhanced compressor motor speed required. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h11. Corrected fields: d4. The getinge field service engineer (fse) replaced the faulty compressor producing the fault, with a new compressor. The unit passed all safety and functional tests, and was returned to the customer for clinical use. The failure analysis and testing dept. Received part number 0119-00-0236 compressor, scroll serial number (B)(6) with a reported unit failure of new compressor failed out of box, with error code #77- enhanced compressor motor speed required. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed 0119-00-0236 compressor, scroll serial number (B)(6) into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual. The fat dept. Proceeded to calibrate the vacuum and pressure regulators. The fat then performed the compressor performance test. The compressor performance test passed. The fat dept. Then booted the cardiosave in the clinical mode. The fat dept. Performed an autofill and the unit proceeded to pump with no trouble found. The fat dept. Then performed on occasion autofills throughout the time the cardiosave was pumping. The cardiosave autofilled each time. The fat dept. Then observed the list of faults in diagnostics and observed code #77. However this code #77 is the compressor motor speed adjust-assisting -increased motor speed required to maintain sufficient pressure for normal operation. This code refers to normal operation and no action needs to be taken. The code #77 the customer observed - enhanced compressor motor speed required- insufficient vacuum while assisting following an autofill , was not replicated by the fat dept. This code indicates that vacuum performance has failed. The fat dept. Did not observe insufficient vacuum performance after 7 hours of cardiosave run time. The compressor passed testing. Probable cause of the code # 77 that the customer observed, may have been caused by some other component in the cardiosave. Retaining the compressor in the fat dept. Per procedure.